Event description:
During a pneumonectomy procedure, when firing the device across the superior pulmonary vessel, the last two staples did not form completely, resulting in patient bleeding. Surgeon sutured this area. Surgeon used another device for two subsequent firings and staple formation was consistent. No patient consequence. Case complete with another device of the same product code.